Event description:
It was reported that the membrane was ruptured. The customer returned the product for membrane rupture, and during physical inspection it was found that the downstream occlusion (dso) seal was ruptured/torn. This was found during regular inspection, and there was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a ruptured/torn downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the ruptured/torn dso seal. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.